Event description:
User facility reported the day following an uneventful uterine ablation using the novasure system, the patient complained of fever and was admitted. Antibiotic treatment was given for positive vaginal cultures (group b streptococcus). Blood cultures were negative. The patient was discharged within 48 hours with no further symptoms.

Manufacturer narrative:
The device involved in this event was not returned to cytyc surgical products, therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained thus no conclusion can be drawn for this event.